Manufacturer narrative:
The complaint investigation was comprised of self-testing, visual inspection and performance verification testing (pvt). Self-testing and visual inspection passed. During pvt testing, the device alarmed for proximal occlusion. However, the device did not 'free flow' or continuously pump unexpectedly. No repairs were made. The probable cause for the proximal occlusion error is faulty pressure detector sensor.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint occurred on an unspecified date and involved an unspecified plum xl infusion pump. It was reported that the pump's inspection failed and the device would not stop pumping during the proximal occlusion test. The biomed check was done in (B)(6)2023. There was no patient involved during the reported event and there was no human harm reported.